Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was and positioned the was in the laa of the patient. It was noted that there was a thrombus that had formed inside the was. The patient was given 5,000 units of heparin and the activated clotting time was only 126 seconds. The physician made the decision to end the procedure. No closure device was implanted in the laa of the patient. There were no complications that were reported to have occurred, and the patient made a full recovery from this event.